Event description:
It was reported by the customer's biomed that the device will freeze on boot-up in both, ac and battery mode. There was no report of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The system controller pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was an ic chip, designator u61.